Event description:
During an abdominal aortic aneurysm with an aorta bifemoral bypass graft the surgeon utilized a tx30v on the iliac artery. The device was "torqued" and the pin did not seat in the anvil. The surgeon could not remove the device from the structure. The surgical technican stated she did not have difficulty reloading the device. Rpo 4/9/97 the rep said the surgeon forced the triggers open and the instrument released. The case was completed with another tx30v. The pt is doing well. The rep stated the surgeon normally orders a blood transfusion with this procedure so the surgeon does not consider this a consequence to the pt.

Manufacturer narrative:
Added add'l info, device was not returned for evaluation.